Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter did meet all the testing performance specifications. The meter is functioning properly as intended.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259mg/dl. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date is 10/03/2016 . The meter memory was reviewed for previous test result history (date not set correctly): (B)(6). The customer is testing four times a day (fasting) and the customer has not made any recent changes in her diet, exercise regimen or medication. The customer stated that she is experiencing other health issues not related to diabetes. The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259mg/dl. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date is (B)(6) 2016 . The meter memory was reviewed for previous test result history (date not set correctly): (B)(6). The customer is testing four times a day (fasting) and the customer has not made any recent changes in her diet, exercise regimen or medication. The customer stated that she is experiencing other health issues not related to diabetes. The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.